Manufacturer narrative:
During investigation a cracked housing, damaged reservoir, and damaged ratchet gear were observed. The issues found led to low battery voltages and an inability to recover download data from the device. As these damages would result in alarm of the device, it is considered that the damage occurred post use.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with elevated blood glucose levels (bg's). The patient's blood glucose levels reached greater than 500 mg/dl while wearing the pod between 4 and 24 hours (arm). Symptoms reported include hyperglycemia and vomiting. The patient was treated with intravenous and insulin.